Event description:
Medical records received. After review of medical records, visit notes on (B)(6) 2018 indicated that patient had complaints of occasional stiffness and soreness. Visit notes on (B)(6) 2019 reported that patient had a lower lumbar pain bilateral lower extremity pain into the posterior thigh, quad and posterior calves. Urologist consultation reported that patient prostate was enlarge. Doi:(B)(6) 2009 (cup). Doi: (B)(6) 2017; dor: none reported; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for analysis. All available x-rays were reviewed, it is observed that stem has fractured at the body. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.